Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. Per operational and diagnostic analysis confirms the reported functional issue, caused by a short in the cable. Device disassembled and decontaminated during initial evaluation. The testing of the unit was not completed due to the need for cable replacement. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. However, given the information provided we cannot discern a definitive root cause for the identified short in the cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/14/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that the staff reported that during a shoulder arthroscopy the micro tornado handpiece with hand controls was functioning correctly and then stopped working for no apparent reason. It was replaced with a readily available replacement and the surgery was successfully completed without patient harm or surgical delay. I was not present for the case.